Manufacturer narrative:
(B)(4). The system error 2240 (air in line) occurred during dwell 3/5 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was performed on the provided lot number without issues noted. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is known. Since the lot number is known, a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During assistance with a system error 2240, which occurred on the homechoice (hc) during use during dwell 3 of 5, the patient was told to end therapy for the night and to contact their peritoneal dialysis registered nurse to determine if they could continue therapy using manual supplies. During a follow-up with the home patient (hp) regarding the reported problem, they stated they did manual exchange for the next day. Then they spoke their registered nurse regarding the reported problem. They stated therapy has been going fine since the reported event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.